Event description:
The patient experienced a loss of therapeutic effect and no stimulation two weeks post operatively. The amplitude was increased to 10.5 volts on electrodes 0-3 and the patient did not feel stimulation. Some electrode impedances were greater than 4000 ohms when measured at 1.5 volts. Electrodes impedances were less than 4000 ohms when the amplitude was increased to 4 volts. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.